Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of walkmed infusion that the product which is the subject of this report in any way malfunctioned, was defective, or was causally related to any death or injury.

Event description:
During walkmed infusion's product evaluation of the pump, the device was found to fail the free flow test. Further product evaluation of the pump by walkmed infusion attributed the free flow failure to a worn component. The pump was originally returned to walkmed infusion for a failure to alarm when the tubing is clamped downstream that was detected during testing.